Manufacturer narrative:
The pump was received with an intermittent act and up arrow button response due to the corroded keypad traces. The pump was received with a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was 170 mg/dl at the time of the incident. Customer stated that the act button was not working on the pump. Customer stated that when she uses the bolus wizard and once she enters her blood glucose and food amount, the act button stops working. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.